Event description:
While using c8657, bioscrew tap, tap broke approximately half way in. Dr decided to attempt to use bioscrew to finish. When inserting bioscrew,the bioscrew broke. Dr removed two-thirds of bioscrew and then inserted guardsman femoral screw over remaining bioscrew until fully implanted. No other complications reported.